Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was tubing damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during durvalumab infusion, patient's wife noticed liquid on the floor. Losarb tubing had a small puncture in the tubing, and liquid was leaking from the tubing and onto the floor.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing leaking from a small puncture could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 22105087 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1957 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there was tubing damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during durvalumab infusion, patient's wife noticed liquid on the floor. Losarb tubing had a small puncture in the tubing, and liquid was leaking from the tubing and onto the floor.